Event description:
This pt offered no complaints pre-treatment. Eighty minutes into the treatment she complained of chills and rigors. The physcian was notified and the treatment discontinued. The symptoms subsided aand the treatment discontinued. The symtoms subsided and the treatment was restarted on a dry pack dialyzer. The treatment was finished with no further problems. Pyrogen testing was negative. Temp 98.1 to a max of 100.5 dialyzer f-80 22nd use. Blood cultures negative. During the previous treatment the pt complained of chills 90 minutes into treatment. The treatment was discontinueeed and the blood given back to the pt. The physician was calleeed aand the pt was put back on the same dialyzer per physician order. The pt received gentamycin aaaand vancomycin. She was sent to the ER post treatment but was not admitted. She was put on the same dialyzer the next treatment.